Manufacturer narrative:
Device was used for treatment, not diagnosis.subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: only the inner shaft of instrument 352.311was returned. The distal tip was received fractured off and the liberated portion was not received. The applicable vectra technique guide instruments and implants for anterior cervical plating for spinal fusion was reviewed. The device 324.105 is indicated for screw insertion and the reported extraction screw driver 352.311 is intended to be used for removal of screws from existing implants only. Proper instructions and caution notes of potential breakage if not used correctly are included. This device 352.311 is also used to remove screws of the anterior cervical compression system (accs). Upon inspection of returned extraction screw driver 352.311 (unknown lot number), the reported condition of broken tip was confirmed. Only the inner shaft of instrument 352.311was returned. The distal tip was received fractured off and the liberated portion was not received. An off axis condition can contributed to cause the fracture seen and also the force applied could exceed the tensile strength of the tip of the inner shaft. However, it is unknown if these conditions were present when instrument was being used or if the inner shaft knob was fully tightened as stated in the technique guide. Subsequent follow up revealed that it appears that surgeon was not removing screws but using the screw driver for insertion. It is likely that improper use of the screw driver contributed to cause this complaint as the inner shaft of the extraction screw driver is intended to retain the screw while is being removed which feature is not needed during screw insertion. The applicable and related component drawings were reviewed. The drawings call out the appropriated dimensions, material and finishing processes for a successful device design. The inner shaft material was changed and later a new shaft was made which knob was improved to include the legend ¿fully tighten¿ and although the lot number of the instrument was not provided, the returned shaft shows part 352.311 (old shaft) however it is not clear if it was made prior to the material change however the inner shaft component has been improved and current device design was found to be adequate for its intended use. In conclusion, the reported complaint condition was confirmed however the inner shaft component has been improved (as previously explained) and current device design was found to be adequate for its intended use. Although it is not clear if received inner shaft was made prior to the material improvement, it is likely that improper use of the screw driver contributed to cause this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sales consultant reported that during an anterior cervical decompression fusion procedure with vectra, the tip of the extraction screwdriver broke off into the screw head. The fragment was not retrieved and remains in the patient. There was no surgery delay and no patient harm. This is 1 of 1 report for complaint #(B)(4).